Event description:
It was reported that shavings peeling off right at the start of the case before any resection is even started. No patient injuries were reported.

Manufacturer narrative:
Additional information. Three boxes, 18 unused 4.5mm full radius blades were returned for evaluation. Visually, the parts exhibited some signs of tarnish on the inner edgeform. There was no plating issues noted on the inner blade when reviewed under magnification. Functional assessment of the blades confirmed the inner blades rotated freely within the outer blades in the unloaded condition. Silver plating is a smith+nephew process used at the time of manufacture of these blades to improve lubricity and allow for friction free contact between the stainless steel inner and outer blades. The appearance of the "tarnish" and discoloration does not have any adverse effect on the performance of the device, procedure or patient. The tarnishing discoloration is a cosmetic issue only. Without the return of the devices that exhibited the reported shedding this investigation could not identify any evidence of product contribution to the reported complaint. Reportedly during the shoulder procedure shavings from the bone cutter peeled off right at the start of the case before any resection started. The shavings were removed using a grasper. The procedure was completed with the same device. No patient injuries are being reported.